Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver ceased to function. No additional event or patient information is available. The receiver was returned for evaluation. An exterior visual inspection was performed and passed. The receiver failed the charge and boot testing. The receiver logs were attempted to download but could not be retrieved. The functional test was attempted but could not be peformed. The receiver case was opened for an interior inspection and passed . The battery voltage was measured and it failed. The battery wrap was opened for further inspection and it failed. A crack in the ic was observed. The reported event that the receiver ceased to function was confirmed because the receiver was not functioning. The root cause was determined to be a damaged battery.